Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that a couple of weeks ago, they started getting like 3 times stimulation going through their back and their leg if they start laying down on the couch. Pt said they already tried adjusting their stimulation but still didn't work. Pt mentioned they texted the manufacturing representative (rep) last night and the rep texted them back this morning and told them to call patient services as they were out of town. Agent redirected pt to the healthcare provider (hcp) to further address the issue. Pt mentioned they will see their doctor this wednesday.